Manufacturer narrative:
(B)(4).

Event description:
Received information reporting a product problem during a surgical procedure. A medtronic representative states that two extension packages were opened and it was found the extensions were not free floating in the package but smashed between the plastic cover and the container it was in. The physician decided not to use either of the two extensions.